Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the cutter was not cutting during a vitrectomy procedure. It was not known if the aspiration was functioning at the time. The product was replaced with another and the procedure was completed. The product sample was available. There was no harm to the patient no additional information is expected. This is two for two reports for this facility.

Manufacturer narrative:
This was one of two complaints for the finish goods lot for this issue. The device history record review showed the order was built and released per specification. The sample was visually inspection and it was found that adhesive from the manufacturing process was occluding a drive line on the probe, preventing actuation of the cutter to occur. The root cause of the customer's complaint was the occluded drive line which was related to an error during the manufacturing process. An action was opened to determine a root cause and implement appropriate corrective action for complaints of a similar nature. (B)(4).